Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (hospital meter). The reporter claimed obtaining blood glucose readings of "146 mg/dl" with the subject meter and "118 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint is being ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue. In addition, there was no evidence that the product malfunctioned.